Event description:
The MFR received info alleging an alarm condition occurred. There was no pt harm or injury reported.

Manufacturer narrative:
The device was evaluated and the customer's complaint was confirmed. The blower, glow sensor and flow straightener were replaced due to contamination.